Event description:
Break of access port tubing at the port junction of the connector pin. The tubing had completely broken rather than being split at one point. Follow up findings: leakage at or near port tubing connector.